Manufacturer narrative:
Initial reporter information was not provided.

Event description:
Advocate stated her mother ran a blood test yesterday. When the memory was accessed during the call the latest reading was dated (B)(6) 2015. The advocate was advised to return the meter for investigation. A new one was sent to the customer.